Event description:
It was reported that the pt experienced withdrawal symptoms of nausea, vomiting, anxiety and chills. The event logs showed multiple motor stalls with recoveries, however, the last stall did not show a recovery. The pt reported hearing an intermittent alarm for over a week. The pump was replaced. The pump was used to deliver morphine and clonidine. Concentration and dosage were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
The device has not been returned, to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.